Manufacturer narrative:
Physio-control has recommended the customer replace their device based on the age of the device and no repair options being available. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device would no longer power on. The customer also reported that all three icons (attention, service wrench and charge-pak) were illuminated. There was no report of any patient use associated with the reported issue.